Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced severe pain in right groin going into the right hip. The patient underwent three surgical procedures on unknown dates to remove the mesh. The removed mesh showed a foreign body giant cell reaction. The patient underwent a pelvic physio but still remains in a lot of pain and takes unspecified medication for the pain. No additional information was provided at this time.